Event description:
Customer complaint is reported as: "approximately 2 days after the arterial catheter was placed, the catheter split. The extension line came off the hub. Blood leaked out." It was further reported "the patient got caught on the connected system and therefore pulled on it. However, the arterial catheter was sewn on so that the vascular portion remained in the radial artery, thus allowing direct outflow of arterial blood. Only the extension came off." A new catheter was placed. No patient injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer complaint is reported as: "approximately 2 days after the arterial catheter was placed, the catheter split. The extension line came off the hub. Blood leaked out." It was further reported "the patient got caught on the connected system and therefore pulled on it. However, the arterial catheter was sewn on so that the vascular portion remained in the radial artery, thus allowing direct outflow of arterial blood. Only the extension came off." A new catheter was placed. No patient injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use were observed on the extension line. Visual analysis revealed that the distal extension line was separated from the juncture hub. A portion of the juncture hub was visible at the separation point of the extension line. After performing dimensional testing, the hub was cross-sectioned to analyze the inner canal of the juncture hub. No portion of the extension line was observed inside the juncture hub. Follow-up questions to the customer revealed that "the patient got caught on the connected system and therefore pulled on it" which could have contributed to the defect observed. The overall length of the catheter measured 84mm, which is within the specification limits of 82mm - 86mm per the catheter product drawing. The outer diameter of the extension line measured 2.414mm, which is within the specification limits of 2.39mm - 2.49mm per distal extension line graphic. The inner diameter of the extension line measured 1.1176mm, which is within the specification limits of 1.09mm - 1.19mm per the distal extension line graphic. Functional analysis could not be performed due to the damage to the catheter. The sample was sent to the manufacturing facility to further analyze the defect. Based on the investigation and simulation conducted, manufacturing was unable to confirm that the damage was manufacturing related. Based on comments from the customer and from manufacturing, it cannot be determined what directly caused the observed defect. The customer did not provide a lot number; therefore, a device history record review was performed based upon five lot numbers from the sales history data of the customer. One potentially relevant finding was identified. A non-conformance was initiated for material: ebz-08852-010a with lot: 72c21e0577 for "incorrect length". Upon further review it was determined that this finding is not relevant to the observed failure mode. The instructions for use (IFU) provided with this kit informs the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." The report of a separated arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body became completely separated from the juncture hub. Additional analysis revealed that no portion of the catheter body was still molded within the juncture hub. Aside from this, the catheter met all relevant dimensional requirements. Follow-up questions to the customer revealed that "the patient got caught on the connected system and therefore pulled on it" which could have contributed to the defect observed. However, based on comments from the customer and from manufacturing, it cannot be determined what directly caused the observed defect. Teleflex will continue to monitor and trend for reports of this nature.